Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 282 mg/dl while wearing the pod. The pod reportedly fell off the infusion site, causing the cannula to dislodge. The patient's father replaced the pod.